Event description:
It was reported by a company representative that a vns patient was deceased after reviewing an online obituary. The obituary provided the patient died at the hospital due to an extended illness. Follow-up to the funeral home where services were performed revealed the patient had an autopsy performed by the local medical examiner and the cause of death was determined to be sudep. The device was not removed prior to burial of the patient.